Event description:
A clinical incident involving a super turbovac with integrated cable wand was reported to arthrocare corp. Following a subacromial decompression procedure of the left shoulder, it was reported the pt sustained an injury resulting in a partial thickness skin loss to pt's upper left upper arm. The injury was treated with dressings and debridement and administered antibiotics. It was reported skin preparation was performed with 70% alcohol and the facility was unsure whether the super turbovac wand contributed to the pt's thermal injury. The size and severity of the injury was not provided. Size and severity of the injury was requested. The hosp would not release any further info regarding the injury.

Manufacturer narrative:
The device is not available to be returned to arthrocare for investigation, therefore, a complete investigation could not be performed. Further info regarding the usage of the wand, whether the suction line was attached during the procedure and if continuous irrigation was used, was requested but not provided for this report. It was reported the facility had changed its practices so the suction line is attached to dedicated tubing during all procedures, however, it was not confirmed if the suction line was attached during the procedure in which the pt sustained an injury. Based on the info provided for this report, no conclusion can be made regarding the root cause of the pt's injury.